Event description:
It was reported to target that during the procedure the catheter ruptured at mid section while the physician was shooting glue. Glue was introduced with manual injection of a 3-cc syringe. The pressure was not controlled by a manometer.